Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred and the procedure was cancelled/rescheduled. Vascular access site was obtained via the radial artery. The 2.5x15mm, eccentric de novo target lesion was located in the non-tortuous and severely calcified right coronary artery. After a 6f jr4 non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.25x10 nc euphora balloon catheter. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion. The device was removed, and noticed the tip of the stent strut was deformed. The physician decided to treat the patient with a bsc device on another day. There were no patient complications reported and the patient was stable following the procedure.